Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found error in the system software. To resolve the reported issue, the fse reloaded the software from scratch and performed the calibrations and adjustments. After installation of software and necessary changes in configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.